Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow-up. Device interrogation revealed multiple episodes of noise reversion due to noise on the ventricular lead. Holter monitor showed normal rhythm; no inhibition of pacing was noted. The device was reprogrammed. The patient's condition was stable and would continue to be monitored.